Manufacturer narrative:
Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nonconformance was found as part of the manufacturing record review. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number; voided file. No other complaints were received. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 23.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Doctor reports patient has intractable positive photopsia. Over the last 5-6 months the doctor has tried everything to try to resolve the patient's symptoms (including spectacle correction, prk, and pilocarpine eyedrops); but ultimately concluded that an iol exchange is required for a toric monofocal lens; zcu150 240. Diopter. Through follow-up, additional information was received confirming photorefractive keratectomy (prk) was performed on (B)(6) 2022 and pilocarpine eyedrops were given (B)(6) 2022. Additional information was received confirming dfw150 iol explant was performed (B)(6) 2022 and replaced with a zcu150 24.0 diopter iol. There was no complications, such as capsular tear, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as: stable. No further information is available. This report is for the patient's right eye. A separate report is being submitted for the patient's left eye.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 12-jan-2023. Device evaluation: the suspect iol was cleaned, and visual inspection was performed, and lens damage was observed on the surface. No other issues were identified. Complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.